Manufacturer narrative:
Qn#: (B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the rotation tab is bent. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws of the device. Another attempt was made and, this time, the clip was able to properly load and close. The rest of the clips were fired with mixed results. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Two of the remaining clips were unable to properly load into the jaws of the device. The sample was disassembled to look at the internal components. Upon disassembly, it was found that the pusher head was bent. The damages found to the device could all contribute to clips not being able to properly load into the jaws. Reference file (B)(4) for other remarks: investigation photos. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet, a bent rotation tab, and a bent pusher head which could all affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that these types of damages were present at the time of manufacturing. The device was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Upon functional inspection, it was found that 2 of the remaining 6 clips were unable to properly load. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
The complaint states: clips could not be loaded to the applier properly. Therefore another product was used. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73c1700518 investigation did not show issues related to complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: clips could not be loaded to the applier properly. Therefore another product was used. There was no patient injury.